Event description:
It was reported the procedure was cancelled due to a gas leak. A icefx cryoablation system was chosen to treat endometriosis. General anesthesia was administered. An icerod cx 90 degree needle/vl passed testing correctly and was inserted into the patient for treatment. However, during the final check before the start of the procedure, a gas leak was observed at the back of the console at the level of the gas outlet. The system was shut down and restarted three times; however, the issue did not resolve. The procedure was cancelled as a result of the gas leak. There were no patient complications as a result of this event.

Event description:
It was reported the procedure was cancelled due to a gas leak. A icefx cryoablation system was chosen to treat endometriosis. General anesthesia was administered. An icerod cx 90 degree needle/vl passed testing correctly and was inserted into the patient for treatment. However, during the final check before the start of the procedure, a gas leak was observed at the back of the console at the level of the gas outlet. The system was shut down and restarted three times; however, the issue did not resolve. The procedure was cancelled as a result of the gas leak. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by field service engineer: the icefx cryoablation system was not returned to boston scientific for analysis. The reported event was confirmed by the field service engineer (fse), the fse replaced the burst disk to repair the console and the issue was resolved.